Event description:
Physician brought the patient into the or, and upon opening the neck incision, a kink was observed in the stimulation lead, creating pressure beneath the incision. Physician repositioned the stimulation lead, re-sutured, and closed the incision.

Event description:
Patient presented to the physician with drainage from the neck incision site. Physician completed a procedure and prescribed a 7-day course of antibiotics.